Manufacturer narrative:
Additional information received indicating that there was patient involvement when malfunction occured with no patient injury. Event date updated.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical level 1 chinese 230v hotline blood and fluid warmer gave a "high temperature" alarm. No adverse effects were reported.